Event description:
It was reported that the patient was having difficulty charging their implantable pulse generator (ipg). The ipg had not rotated in the pocket, charging re-education was provided, and there was no change in the patients weight or change in ipg depth that was thought to be contributory to the charging difficulty. The patient underwent a revision procedure where the ipg was re-positioned. Post operatively the patient was doing well.